Event description:
It was reported that the patient previously had a male sling implant and underwent a surgical procedure in which an artificial urinary sphincter (aus) was implanted. The surgery was performed because the sling was no longer functioning and the patient was experiencing incontinence. No additional patient complications were reported.